Event description:
Aventis case ID: (B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a nurse via a rep and forwarded by our local affiliate ((B)(6)). Initial and f/u info received on (B)(6) 2009 respectively were processed together. This case involves a (B)(6) old female pt who initiated therapy with poly-l-lactic acid therapy on an unk date. Relevant medical history and concomitant medication info were not mentioned. After the pt's third treatment of poly-l-lactic acid therapy (date nos), the pt developed lumps on her temple area. It is unk if any corrective treatment was provided. Event outcome is also unk.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: local ptc number (B)(4); global ptc number (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show an anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided. Addendum for f/u info received on (B)(6) 2009: photographs of the pt were received from the physician and are on file with source documents.